Event description:
The pt underwent a tuna procedure in 2005, with no problems or complications. The pt returned four days later for a routine follow-up when a burn was reported in the area where the return electrode pad had been placed. The return electrode had been placed suprapubically prior to the procedure and the pt was reported to have a large amount of hair in the area of placement. The pt was referred to a plastic surgeon for treatment of 2nd and 3rd degree burns. The pt is being treated with oral and topical antibiotics, debridement of the area, and dressing changes. The pt is reported to be healing well.